Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported system is not providing adequate relief. As a result surgical intervention steps may be taken.

Event description:
Additional information received indicated the patient had a lead revision on (B)(6) 2020 wherein the lead was pulled down to t8. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.